Event description:
The reporter stated that the patient was experiencing elevated blood glucose as high a 26.9 mmol/l for six days; this blood glucose does not meet animas criteria for an adverse event. The reporter confirmed that the patient's settings were correct and there were no noted issues with the site. The reporter stated that the patient had a stomach ache which may have been associated with the patient's celiac disease. Troubleshooting indicated that pump was operating appropriately. It was determined that the elevated blood glucose was related to not changing out supplies as often as needed; the reporter stated that the site was usually changed every 3 or so days but the cartridge and tubing were used for one week. Customer support advised the reporter that the pump user guide instructs the user to replace the cartridge every 2-3 days as directed by the health care provider (hcp). The reporter followed up with animas after reviewing the patient's elevated blood glucose with the patient's hcp. The reporter stated that the hcp did not see any reason for the patient's elevated blood glucose and requested that the pump be replaced. This report is made based on the allegation from the patient's hcp that the pump may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter stated that cartridge and tubing were replaced once per week; the pump user guide instructs the user to change the cartridge every 2-3 days per directions from the patient's health care provider. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.